Event description:
A zoll patient service representative (psr) called zoll customer support to report that a battery pack was unable to latch in a monitor. The battery was not issued to a pt.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. The reported problem (won't latch in monitor) was confirmed. Upon investigation the battery pack was unable to securely latch in a monitor. The cause for the failure was isolated to the bottom plate of the battery pack not being flush with the surface of the battery case. This resulted in an increased height of the battery pack, which prevented the battery latches from locking into the monitor case. The root cause for the failure was a manufacturing error. A supplier corrective action has been issued. No adverse event resulted from the defective battery pack. The battery pack was not in use by a pt.